Manufacturer narrative:
The subject device will be shipped to hp for eval.

Event description:
Rack mount started smoking/steaming on fire inside unit, when they turn server on. Server is a rackmount and was installed in an it room with other servers. They had to unplug the server and take outside. We called hp and they went on site to say the rack mount has completely melted and cannot be repaired.